Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of dislodgement during tether mode and difficult or delayed separation were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
New information received indicated the leadless pacemaker (lp) remained attached to the delivery catheter during the dislodgement.

Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was difficult to release from the delivery catheter and dislodged. The lp was retrieved. The patient was in stable condition.